Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunctions include the heat exchanger was leaking, and the elbow for the heat exchanger was leaking.